Manufacturer narrative:
Findings: no button response due to moisture damage keypad trace. Unable to verify low suspend alarm due to keypad anomaly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker, cracked end cap. Keypad overlay peeling.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and low suspend alarm. Customer's blood glucose at time of incident was unknown. Customer stated the faced peeled off on front of the pump. Customer stated that the damage occurred through heat. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.